Event description:
It was reported that the pump touch screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.